Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of two (2) minicap transfer sets was incomplete/broken. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. Review of the photo showed open pouches without transfer sets inside the over pouches, the reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g3: date received by MFR: 12/10/2025 (previously submitted as 12/11/2025). Correction made to h6: investigation findings: c13 (previously submitted as c19). Correction made to h11: the actual devices were not available; however, a photograph of the samples was provided for evaluation. The photograph was reviewed and showed opened pouches without transfer sets inside the over pouches. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.